Manufacturer narrative:
Additional devices listed in this report: cat 5520-b-600, lot yxbj, description: tri prim tib baseplate - cemented. Cat 5517-f-702, lot se9hs, description: triathalon p/a cr beaded #7r. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
Corrected data: expiration date. An event regarding decreased range of motion involving a triathlon insert component was reported. The event was not confirmed. Device evaluation not be performed as no items associated with the event were returned. A review of the device history records was satisfactory. There have been no other events for this lot. The reported event was not confirmed, further information is required to determine the root cause. No further investigation is required at this time.

Event description:
Patient had total knee done in (B)(6) 2008 and came to the doctor complaining of right knee pain and unable to flex/extent the knee to normal ranges, doctor opted to revise total knee to eliminate pain and flexion/extension issues.

Event description:
Patient had total knee done in (B)(6) 2008 and came to the doctor complaining of right knee pain and unable to flex/extent the knee to normal ranges, doctor opted to revise total knee to eliminate pain and flexion/extension issues.